Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue manufacturer contacted customer on 05/12/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call. Correction to section b - updated to adverse event and product problem.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer's nurse called in on the behalf of the customer. She stated that she just ran a blood glucose test today at 4:15 pm (fasting) on the patient's meter and the reading was lo. His normal range is 200-300mg/dl (fasting).the customer did not have any symptoms of low blood sugar. The strips were opened on (B)(6) 2016 and stored in the kitchen. The customer is currently on insulin humalog, 2 times a day- 60 units at breakfast and 50 units at dinner time. The customer was hospitalized from not being able to use meter on (B)(6) 2016. She stated that she did not know what symptoms customer had during that time and what treatment the customer received during the hospitalization. The nurse was not able to give any additional information about what happened on the day. I advised her to ask the customer, she stated that the customer was not able to communicate, at this time, but he is feeling well and he just needs to have meter replaced to be able to test. The nurse did not know what the result was from the hospital during hospital stay or when he was admitted. The test strip lot manufacturer's expiration date is 2/31/2016 and open vial date is (B)(6) 2016. The customer stated that the date/time has not been setup. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer's nurse called in on the behalf of the customer. She stated that she just ran a blood glucose test today at 4:15 pm (fasting) on the patient's meter and the reading was lo. His normal range is 200-300mg/dl (fasting).the customer did not have any symptoms of low blood sugar. The strips were opened on (B)(6) 2016 and stored in the kitchen. The customer is currently on insulin humalog, 2 times a day- 60 units at breakfast and 50 units at dinner time. The customer was hospitalized from not being able to use meter on (B)(6) 2016. She stated that she did not know what symptoms customer had during that time and what treatment the customer received during the hospitalization. The nurse was not able to give any additional information about what happened on the day. I advised her to ask the customer, she stated that the customer was not able to communicate, at this time, but he is feeling well and he just needs to have meter replaced to be able to test. The nurse did not know what the result was from the hospital during hospital stay or when he was admitted. The test strip lot manufacturer's expiration date is 2/31/2016 and open vial date is (B)(6) 2016. The customer stated that the date/time has not been setup. The meter memory was reviewed for previous test result history: (B)(6).